Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and found that error c-34 was detected during the power-on test, confirming the reported fault. No visual issues were found. The unit will be returned to the original equipment manufacturer for further analysis and possible repair. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure that the integrated electrosurgical unit (iesu) or erbe was not providing monopolar energy. The customer replaced the energy cables, the monopolar curved scissors (mcs) instrument, confirmed a green neutral pad connection, and utilized the second monopolar port, with no change in the fault condition. The customer transferred control of the instruments to the second surgeon side console (ssc). This was successful in the interim, however via artemis, the intuitive tech support engineer (tse) found multiple c-34 errors. The tse advised the customer to confirm no other generators/CT scanners were in the or that could cause interference. The customer confirmed that no additional equipment had been setup. The procedure was converted ssc2 to continue, with no reports of patient injury. The tse advised to power cycle the system and erbe generator at the end of the procedure, and that an erbe generator replacement was needed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system booted up without any errors. The error showed up during the surgery. The surgeon finished the procedure using a bipolar instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.